Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests while performing pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit (pc) board and the inspiratory and expiratory pressure transducer pc boards were replaced and returned for investigation. The expiratory channel printed circuit (pc) board measures the expiratory flow from the patient. The inspiratory and expiratory pressure transducer pc boards measures the inspiratory and expiratory pressure to/from the patient. The reported failure in pre-use check was reproduced during test. The deviation was caused by a transistor on the inspiratory pressure transducer pc board. The other replaced parts were found to be faultless. If this fault happens during ventilation, the patient may receive a pressure that deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No complete log files have been received from the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).